Event description:
I have emailed my complaint to revo sunglasses to complain this company: revo is an american-based manufacturer of premium sunglasses based in (B)(4) and sold worldwide. It is a wholly owned subsidiary of sequential brands group, inc. And is manufactured under trademark license by b. Robinson optical, inc. Below is my 1st email to them: (B)(6) 20:47: inquiry for damaged revo sunglasses - please help: dear revo customer service management, good day to you! I am a very proud and good customer of a revo sunglass of which I luckily purchased one in (B)(6) at one sale event at (B)(6). Since then I was very satisfied with the product. Until just yesterday in one of my site visit here in jeddah, ksa(B)(6) enter a warehouse and going to a shaded area, I took off my revo sunglass and after taking the right side ear hanger, the glass from the left side portion fell to the asphalt pavement. I was shocked and after a careful look, the frame of the left side glass is separated due to a missing small screw, in which it was intact when I worn it. I picked up the separated left side glass from the pavement and I was heartbroken to see that it had cracked. I was very sad to see this as I was very satisfied with this beautiful sunglass I own. I now ask your kind and honest opinion as to what will I do to have this problem resolved, please. I have attached herewith pertinent pictures of my broken sunglass and the receipt of its purchase last (B)(6) 2013. Kindly help me and I will appreciate a lot if you will reply to me soon. Thank you in advance and more power to you, all the best. And this is their 1st reply: revo customer support (B)(4) (revo support). (B)(4) 09:36: ., hello (B)(6), I'm sorry that your revos haven't performed as they should have. Your revos have a 2 year warranty against any manufacture defect. Note that scratched lenses are not a manufacture's defect and you will need to request your glasses send to the lens lab for replacements if you desire. Serilium polycarbonate lenses are (B)(4). If you feel that you qualify for warranty work, please go to https://www.revo.com/repairs and complete the warranty form. Please note that you will only be charged (B)(4) if and when repairs are completed. Also, since we value you as a revo customer, we are happy to offer you a new pair of revos at a 40% discount. Please go to http://www.revo.com/repairs and complete the upgrade program order form. Have a fantastic day! Revo support www.revo.com customerservice@revo.com. This is my 2nd reply: (B)(6)10:48: dear revo support, thank you for your immediate response. Please kindly re-consider that since the revo had a defect on loosening of screw on the left side frame due to regular use, by its own. I can say that your statement herewith below, quoted as "I'm sorry that your revos haven't performed as they should have" really is a true statement. Hence the glasses had fell down to the ground caused by the instance that the frame had loosen a screw and if the screw did not loosen from its place from normal open and close wear, then the glass will not fall to the ground and break. So main root cause of the issue is the screw is going out of its place, unnoticed by the user, then at some point the frame will come loose of its screw, then the glass will no longer have a frame to hold and when you take it off from your face, the glass will fall to the ground due to this. You should make a formal caution to your packaging and labeling that screw sometimes loosen from its place on its own and we as clients should buy a screw driver small enough to tighten the frame screws from time to time. This would be a good time to reconsider and make this simple but important reminder since this will create a lot of unsatisfied clients who¿already looked up to revo's good reputation and "quality". Another solution / suggestion is to incorporate a rubber portion on the screw tightening area, so it will hold the screw in place and not to loosen out on its own. Please see all of my comments and hopefully this will open your eyes to reality that I am just expressing my best opinion to an honest situation here. And hoping that your honest option is to keep a good client satisfied and resolved from all this trouble. Sincerely, this is their 2nd reply: revo customer support sf (revo support) (B)(4) 08:49: hi (B)(6), we appreciate all your mentions and they have been well noted. Again, we're sorry that your revos haven't performed as they should have. Your revos have a 2 year warranty against any manufacture defect. Note that scratched lenses are not a manufacture's defect and you will need to request your glasses send to the lens lab for replacements if you desire. Serilium polycarbonate lenses are (B)(4). If you feel that you qualify for warranty work, please go to https://www.revo.com/repairs and complete the warranty form. Please note that you will only be charged (B)(4) if and when repairs are completed. Happy holidays! Have a fantastic day! Revo support www.revo.com customerservice@revo.com. Product category: clothing and accessories. Explanation: I have emailed them for help but they are sending me emails that is not directly talking about the situation, but instead, they want to sell me the replacement glass only. (B)(6). (B)(4).